Manufacturer narrative:
(B)(4).

Event description:
The pt felt burning sensation at the implantable neurostimulator location described as a heating of the device. It occurred when stimulation was on, was intermittent in nature. It occurred about 10 times per day for about 10-15 seconds intervals. It usually occurred when the pt was sitting. There was no accident related to the complaint. The pocket was not warm to touch or swollen. The pt was seen in clinic about 1 month after onset of the problem. Device interrogation revealed electrode #11 had high out-of-range impedance. Therapy was programmed around the affected electrode (at 1.8 volts and rate of 80 hz, non-cycling) and the burning went away. The pt left the clinic, but returned about 10 minutes later with a recurrence of the problem. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.